Manufacturer narrative:
A1 to a5: patient information was not provided. H11: livanova deutschland manufactures the scpc. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a patient sensor of a scpc did not reading anything. No further information is available. It cannot be excluded that the affected sensor is a bubble one and that did not detect air bubble. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
Livanova was informed that the complained problem was related to a pressure sensor that was not reading and showing dashes. Based on the information the event is related to a pressure sensor the event has been reassessed as not reportable since it has unlikely possibility of causing any patient injury. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.